Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in italy as follows: it was reported that once the powder and liquid were assembled during a vertebroplasty , the confidence cement hardened immediately making it impossible to insert inside the vertebra. It was not inserted into the patient, but another package was opened which did not give the same problem. This report is for one (1) confidence kit (7cc). This is report 1 of 1 for complaint (B)(4).